Manufacturer narrative:
The customer reported the display had a distorted picture. The unit was evaluated by a philips representative, and the reported symptom was duplicated. The display ribbon cable was not connected properly. The symptom was resolved by reseating the display ribbon cable. We will consider a malfunction caused by an incomplete electrical connection.

Event description:
The customer reported the display had a distorted picture.